Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. On an unreported date, the patient went to the hospital due to the cloudy pd effluent, however, it was not reported if the patient was admitted. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics for a duration of three weeks (doses, frequencies, and routes were not reported). At the time of this report, the peritonitis was resolved and the patient was recovered (date unspecified). It was not reported if dianeal and extranel were ongoing. No additional information is available.